Event description:
A nurse reported allergic reaction. It could be a latex allergy during surgery. There was skin breakout with redness, itching, and raised rash on the neck, and chest. Zyrtec was given by mouth and topical 2.5 hydrocortisone applied to the affected areas. Itching/hives was continuous, ¿comes and goes¿. It was confirmed that both technicians are allergic to latex. There was no report of impact to a patient, the gowns are being used to complete the procedures while on occasion the technicians experiencing the reported symptoms. All symptoms were resolved. This report pertains to 1 of 4 patient involved in this reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in h.6. And h.11. Product evaluation was not able to be performed since the reported product was not received at the investigation site for evaluation. A review of the reported pak's bill of materials (bom) shows the suspect products are 051-0101sms gown,large,non reinforced and 051-0101smstw gown,large,nr,w towel,wrapped. A review of the deviation history report shows this lot did not have a temporary deviation applied on the gowns. The supplier manufacturer investigation confirmed the gowns do not contain latex and are therefore safe for individuals with latex sensitivities. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. The root cause of the customer's complaint is inconclusive. The investigation determined there is no relationship of the device to the reported incident. The investigation confirmed that the gowns and the pak did not contain any latex materials. No manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The facility environment and other non-alcon items that are part of the surgical suite that came in contact with the user during this reported event. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.